Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, the unspecified ebus balloon was noted missing upon inspection after the procedure. The bronchoscope was withdrawn from an unspecified endotracheal tube prior to deflating the balloon. A bronchoscopy was immediately performed in an attempt to retrieve the balloon without success. The users performed a total of three bronchoscopies to ensure that the balloon was not left in the pt's airway. But, no balloon was found. Olympus f/u with the user facility via phone and in writing to obtain additional info regarding this report without success.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for eval, or if significant additional info is received, a supplemental report will follow. The OEM had reviewed the device history records and found no abnormality.